Manufacturer narrative:
Investigation summary: three (3) samples were provided by the customer for investigation. The samples were visually inspected using unaided vision. There are drops of silicone visible in the tip of the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of visible droplets (silicone, water, etc) for lot #9029517 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone readings are performed at the middle and end of each batch with all readings accepted; therefore, the condition reported by the customer cannot be confirmed. Rationale: silicone application is part of the manufacturing process with silicone readings performed at the middle and end of each batch with all readings for the batch accepted; therefore, the condition reported by the customer cannot be confirmed. As a result, no corrective or preventative actions will be taken.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no: 309653, batch no: 9029517. It was reported that syringe look like they have "condensation at the tip". Issues: there is condensation on the 60 cc syringes. Customer stated that it is the whole batch that they are seeing "condensation" in.